Event description:
It was reported that the patient experienced a drop in heart rate then asystole for 4-5 seconds after a vns systems diagnostics test was run during the initial vns implant. The patient's heart rate returned to normal after the test. Two more systems diagnostics tests were run and the patient's heart rate decreased this time from baseline 61bpm to 40-44bpm. The patient's vns was left off and the physician does not plan to enable the patient's vns stimulation. The vns will not be explanted at this time. The patient developed a hematoma over the generator site as a result of the surgery however the patient has a clotting disorder that contributed to the issue and was a consideration prior to implant. No interventions have been taken or planned at this time.